Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for less than an hour the cannula had not deployed upon initial activation.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed with the slide insert not present in the viewing window. The linkage assembly, visible through the top housing, remains in the unfired position. Data downloaded from the device indicates a rotational sensor malfunction occurred during the priming sequence that prevented the device from running enough pulses to deploy. The device was reset, paired with a pdm, and a rotational sensor error was reproduced. Residue noted on the commutator cap caused the rotational sensor malfunction.